Manufacturer narrative:
Additional, changed, and/or corrected data: a3a a4 a6 b3 b5 b7 d1 d4 d10 g1 h6 h10 continued a6 - race: white.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra rolls on (B)(6) 2019 using the cooladvantage coolcurve+ system applicators, who developed a recurrence of paradoxical hyperplasia (ph) post liposuction treatment.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A treatment provider reported a patient received coolsculpting to the bra roll & flanks in 2019 and is experiencing paradoxical adipose hyperplasia post coolsculpting.